Event description:
The dealer alleges when the consumer plugged the charger in, it began to smoke, smelled of burning rubber. Dealer alleges the charger is fused to the charger port on the chair. No injury or additional property damage alleged.